Event description:
It was initially reported that the patient had a return of symptoms for the 3 months prior to the report. It was noted that the patient had not used the patient programmer to make adjustments during that time. However, at the time of the report, the patient was unable to make adjustments with the programmer. The reporter stated that the patient had not had any falls or trauma. It was later reported that the patient experienced no stimulation sensation. The reporter was uncertain when the problem started but stated that "it just quit working" and the patient "suddenly didn't feel it". It was further reported that the patient lost stimulation sensation and benefit about 6 months prior to the report. It was noted that there was no telemetry possible with the patient or clinician programmers. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was also reported the patient programmer would not interrogate.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3093-33, lot# v196154, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of programmer model # 3037, serial# (B)(4) showed no anomaly found. Resoldered the antenna jack as a preventive measure.